Event description:
It was reported that the customer's insulin pump was shooting insulin out the end of his infusion set when trying to prime, and the device also alarmed. The blood glucose reading was 8.6mmol/l. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. It was mentioned that there were a few small cracks on the screen from wearing the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.